Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a button error on the insulin pump. The customer stated that the buttons were not responding. The customer's blood glucose was 160 mg/dl. Troubleshooting was performed. Advised the customer that the pump will need to be replaced. Advised to discontinue use of the pump and revert to the back-up plan per healthcare provider's instructions. Nothing further reported.